Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent mesh revision on (B)(6) 2013, no additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was further reported that the patient underwent a surgical procedure on (B)(6) 2012 and pinnacle was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/14/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted due to symptomatic cystocele, and sui. It was reported that the patient underwent an excision of mesh on (B)(6) 2011, due to mesh erosion. It was reported that the patient underwent a mesh revision on (B)(6) 2011, due to mesh erosion and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bleeding, dyspareunia and vaginal scarring.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.